Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt-asc) ablation procedure with a soundstar eco 8fg ultrasound catheter. The patient suffered cardiac perforation and cardiac arrest requiring CPR and surgical intervention. The patient ultimately died. It was reported that during an ischemic vt case, the patient suffered a cardiac perforation in the right ventricle and subsequently died. When getting epicardial access, the patient's blood pressure dropped significantly. The medical intervention provided was CPR performed on the patient and they cracked open the chest with cardiac surgery. The cardiac perforation was discovered during the cardiac surgery. The only bwi product inside of the patient was the soundstar catheter. All deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
On 18-oct-2022, bwi received additional information regarding the event. The patient is a 64-year-old male. No other ablation catheter or any other bwi product was involved in this procedure, only a soundstar 8fr. In physician¿s opinion, there was uncertainty of the exact cause of death. The procedure was going per usual with access, advanced the soundstar into the body and made contours of the ventricles. The physician was getting epicardial access when the patient's pressure dropped significantly. Anesthesia treated it and the physician checked for an effusion, of which he did not see one significant enough to cause that kind of pressure drop. The pressure remained very low. The staff then had to start CPR. With an echo they noticed there was a large effusion and very little rv motion. Cardiac surgery was called and came into the room. From there I was not informed of the exact occurrences that led to the patient's death. This adverse event was discovered post-use of the soundstar in the body. The physician¿s opinion on the cause of this adverse event is uncertain, seemingly both patient condition and procedure. A transseptal puncture was not performed. Servicing for the generator/pump is not needed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).